Event description:
MFR's rep reported pt experienced overdose symptoms after the last 2 refills that begin within 1/2 hour of the reservoir being filled, and in approx 2 days the symptoms resolve and therapy resumes as expected. Specific pt and device/drug therapy related details were not provided at the time of the reported event. Follow up attempts to obtain add'l info are ongoing, but nothing add'l available at the time of this report. A follow up report will be sent when new info is received.